Manufacturer narrative:
Received one 11.5f x 15cm silicone double lumen catheter for evaluation. A visual inspection of the catheter reveals no outward physical damage. A functional evaluation of the catheter reveals the venous extension has a pin hole leak approximately 0.4cm below the extension overmolded sleeve. A review of the manufacturing records indicated that all device specifications and quality requirements were satisfied. The extensions were cross sectioned and measured. All measurements were within the design specifications. This family of devices is 100% leak tested prior to release. We are unable to determine the cause or factors which may have contributed to this event.

Event description:
Attempting dialysate patient with temp. Hd cath in r fem vein lines reversed for better flow. Thirty minutes into it I went to flush blue lumen and noticed a tiny hole allowing blood to flow out and air to flow in under pressure. Blood returned and terminated, changed with new temp. Cath.